Event description:
Revision surgery - the pt dislocated.

Event description:
Revision surgery - the patient dislocated.

Manufacturer narrative:
The reason for revision surgery was reported as patient dislocation after 4.6 months of use. The revision surgery consisted of replacing the femoral head. There is no information reported that showed a material, design, or manufacturing problem with the product. The device was not returned to djo surgical for examination. Several factors not related to the implant can play a role in dislocation; such as loose joint from inadequate soft tissue, and patient activity. The root cause for dislocation was not determined with confidence. This is the first complaint for this lot number.